Event description:
It was reported that pump experienced malfunction alarm with code displayed, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue pump use and call back if issue returned, which customer understood.